Event description:
It was reported that this right ventricular (rv) lead has a break resulting in noise and oversensing which is causing some imbibition on the right atrial (ra) channel. Technical services (ts) was consulted and offered the health care professional (hcp) programming options. Subsequently, the device was reprogrammed. At this time, the rv lead remains in-service. No adverse patient effects were reported.